Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly and associated connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.